Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer stated that the insulin pump alarmed no delivery after she change the infusion set. She received another alarm during a bolus as well. The customer's blood glucose was 155 mg/dl. The customer was advised to disconnect at the quick release and to do a 5.0 unit fixed prime. She stated that insulin did not exit, and the insulin pump alarmed no delivery. The customer reported that insulin exited with a manual plunger push, but there was greater than normal resistance. The customer was advised that the alarm had been caused by a set/reservoir occlusion. She was advised to replace the infusion set and reservoir. She stated that she continued to receive no delivery alarms even after set changes. Upon troubleshooting, it was determined that the reservoir from the new box worked properly and did not trigger an alarm. The customer agreed to return the old reservoirs for analysis.